Event description:
Reportedly, the device was received broken where the clear tube meets the grey. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the catheter was received in a broken shipping tube. The tube is broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the dfu. When the catheter was pulled out of the tube, it was found to be bent 2cm distal of the 70cm marker. The balloon and windings were found to be in good condition. Although the reported defect was confirmed, there is no evidence of a manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution.